Event description:
Pt had ambulatory procedure to remove lesion on nose. Near conclusion of procedure, doctor was using bovie cautery device, heard whoosing sound and saw fire from nares and mouth. Nurse put out fire. Pt suffered 2nd degree burns.